Manufacturer narrative:
(B)(4).

Event description:
It was reported via user facility importer report #(B)(4) that after intra-aortic balloon pump (iabp) insertion, the console alarmed leak in helium line. After several attempts to fix the issue, it was decided to change the console. Biomed was called for the console. Patient stable throughout. Transported to or from cardiac catheterization lab without incident. No apparent harm resulting. Helium tank valve and o-ring replaced and unit placed back into service. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "helium loss alarm" is not able to be confirmed. The helium regulator and the o-ring were replaced and the pump was returned to service; however, no part or recorder strip was returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported via user facility importer report #4100070000-2018-8022, that after intra-aortic balloon pump (iabp) insertion, the console alarmed leak in helium line. After several attempts to fix the issue, it was decided to change the console. Biomed was called for the console. Patient stable throughout. Transported to or from cardiac catheterization lab without incident. No apparent harm resulting.helium tank valve and o-ring replaced and unit placed back into service.there was no patient death, serious injury or patient complication reported.